Event description:
It was reported an error message occurred at start-up. After reboot, the programmer was able to be used to complete the case. The programmer was returned for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer powered up to an error message, and error messages were noted in the programmer history log. The ECG (electrocardiogram) nut was found to be loose on a circuit board. It was further noted the ECG spacer was missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.